Event description:
A customer reported an issue with a pump that declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer had previously encountered the same issue, and after contacting technical support, they were informed that debris in the speaker holes could trigger the alarm. Technical support guided the customer to clean the speaker holes and reconnect the cartridge, which resolved the alarm issue after the customer followed the instructions and waited for the specified time. Technical support also provided additional preventive tips, and the pump resumed normal operation without further alarms.